Event description:
Fill volume: 233ml. Flow rate: 5ml/hr. Procedure: chemotherapy. Cathplace: central. It was reported that a pump's infusion ended sooner than expected. It was reported that the infusion ended "in a little over 24 hours instead of 46 hours." On (B)(6) 2015 the pump was filled and connected to the patient. On (B)(6) 2015, the pump was found empty. The incident occurred in the patient's home. Following the incident, the patient experienced nausea. No medical intervention was provided. At the time of this report, the patient was in stable condition. The sample is available for return. Additional information was requested, however is not available at this time.

Manufacturer narrative:
(B)(4). Method: the device was originally reported as available for return; however, it has been further clarified that the device is currently being held and cannot be released for return and analysis at this time. A review of the device history record (DHR) was performed for the reported model and lot number. Results: as the device was not available for an evaluation, no device testing methods were performed and results cannot be obtained. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The IFU specifies the following: "caution: ¿ filling the pump less than the labeled (nominal), volume results in faster flow rate., delivery accuracy: when filled to labeled (nominal) volume, homepump c-series* flow rate accuracy is ±15% of the labeled (nominal) flow rate when infusion is started 0-8 hours after fill and delivering normal saline as the diluent at 31°c/88°f with the pump positioned 40 cm (16 inches) below the catheter site." It was reported that the pump was underfilled to a total fill volume of 233ml and that the expected delivery time was 46 hours. Per the IFU delivery time information table, a pump would need to be filled to a total fill volume of 241ml to have an approximate delivery time of 46 hours. Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. Limited information was provided by the reporter. Multiple attempts were made to obtain additional information without success. It was reported that the pump was underfilled to 233ml and the IFU delivery time information table does not specify an approximate delivery time for that fill volume. However, the cause for the reported event could not be determined. Although, the device return is not anticipated, should it be received at a later time, a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.